Event description:
Customer reported a past event of low blood glucose, with the lowest level recorded at 47 mg/dl. Cause was not known. Customer consumed carbohydrates as a corrective action and was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels. The customer was able to upload pump data, and the case was left open until this upload was confirmed.